Event description:
During a rountine follw-up, when an attempt was made to interrogate the device, a device parameter error message was received. The device went into all functions off mode. Two different programmers were used and the patient was moved to another room and the device was still unable to be programmed. Random access memory maps were faxed in and discussed with st.jude medical technical services and engineering departments. And attempt was made to do special block mode commands to try to locate the source of the problem. Through block mode commands it was determined that the external random access memory of the device was not writing properly to the device's microprocessor resulting in an inability to reprogram the device. The decision was made to explant the device.